Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use, as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience prime device referenced is being filed under a separate medwatch report. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, moderately tortuous, right coronary artery. A 2.5x28mm xience prime stent delivery system (sds) was advanced, and the stent was deployed. Afterwards, a distal dissection was noted, so a 2.5x18mm xience prime stent was used to cover the dissection, but another dissection was noted. A 2.5x15mm xience prime stent was used to cover the dissection and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.